Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension, nausea, and physical weakness are known adverse events listed in the rx acculink instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that after discharge, one day post rx acculink stent implantation in the right common carotid artery, the patient experienced generalized weakness, nausea, and vomiting. The following day, the patient was found unresponsive in her home and was hospitalized with hypotension. The patient could not recall whether or not she may have taken extra blood pressure medication following her post carotid stent placement. Treatment included intravenous fluids and holding of hypertensive medications. The patient's condition resolved on (B)(6) 2010 and there was no adverse patient sequela. Though requested, there was no additional information provided.